Manufacturer narrative:
(B)(6). The lot was manufactured august 11, 2016 ¿ august 12, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted fluid inside the bag with the unit. When the unit was removed from the bag the cause of the fluid inside the bag was visually identified to be an untightened blue winged luer cap. A functional leak test was performed and when the cap was tightened no sign of leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during storage. There was no patient involvement. No additional information is available.